Manufacturer narrative:
Evaluation summary: no deviation was found during review of the manufacturing documents and the risk files. Based on the event description that the patient suffered from an additional bone fracture after a fall, it was concluded that the event was not caused by a deficiency of the device. The reported information did not allege any deficiency in the identity, quality, reliability, safety, effectiveness or performance of the device.

Event description:
Patient fell and fractured femur below implant. Implant was removed and replaced with a long gamma nail.

Event description:
Patient fell and fractured femur below implant. Implant was removed and replaced with a long gamma nail.

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report.